Manufacturer narrative:
Device available for evaluation updated, device codes added. Device evaluated by manufacturer updated. Evaluation codes added. Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe detritus adhesion on metal surface; the fiber exhibits scratch marks on outer flow tubing; the outer flow tubing exhibits mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Joules of use: 89,772.

Event description:
It was reported that during a prostate procedure @ 98,772 joules of use and 14 minutes, the fiber tip broke inside the patient. The tip was retrieved from the patient. The procedure was completed using a second fiber. There was "no injuries to the patient" reported.